Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 300 mg/dl and 125 mg/dl current blood glucose. The customer was treated with IV drip in the hospital. Customer experienced symptom such as vomiting. Customer declined troubleshooting for high blood glucose level. Customer states insulin pump was not working properly. The insulin pump will be returned for analysis.